Event description:
It was reported by the sales rep that during a laminectomy, the surgeon used the hook to dissect out disc space. The surgeon went through 6 blades in this case. The generator showed a blade fault. No pt consequences.

Manufacturer narrative:
H6. Broken blade. Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."